Manufacturer narrative:
Of the 1 allegations of a malfunction, no pumps were returned to animas and investigated. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 1</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a display damaged w/moisture issue. These reports were received from various sources. The patients associated with this allegation was 9 years of age. Of the reported patients, 1 was a male.